Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vats radical resection of lung cancer, while the device was being applied to disconnected bronchial tube, the handle needed to be squeezed very hard and after some staples were fired, it could not be fired continuously. It also could not be fired after replacing with two reloads. The handle sounded when firing the third reload and could not continue firing. There was no patient injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of three devices. Visual examination of the loading units noted that the anvil clamping mechanism were deformed. Functional testing showed that the interlock was engaged and that the devices were partially fired as the interlock was overridden and remaining staples were placed, and test media was cleanly transected {instrument three}. Instruments one and two were not able to be fired due to the severity of the deformed anvil. Replication of the severe anvil clamping mechanism deformation may occur under the following conditions 1. Firing over tissue that is beyond the recommended thickness range. 2. Firing with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly, and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. "1. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. ¿the root cause of the observed damage was misuse of the product which would have caused or contributed to the reported incident. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the reload will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection and prevent patient harm. A relationship between the device and the reported incident was confirmed. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic vats radical resection of lung cancer, while the device was being applied to disconnected bronchial tube, the handle needed to be squeezed very hard and after some staples were fired, it could not be fired continuously. It also could not be fired after replacing with two reloads. The handle sounded when firing the third reload and could not continue firing. They replaced a new device to complete the operation. No patient injury.